Event description:
It was reported that the cor/tri ant stem insert shaft tip broke off.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, tip broke off the product was not returned to depuy synthes, however photo was provided for review. See attachment picture 1. The photo investigation revealed that 259807440, cor/tri ant stem insert shaft tip was broken and fragment can be seen from the provided evidence. It is possible the device encountered unintended use error through off axis impact. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 259807440, cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, tip broke off the product was not returned to depuy synthes, however photo was provided for review. See attachment picture 1. The photo investigation revealed that 259807440, cor/tri ant stem insert shaft tip was broken and fragment can be seen from the provided evidence. It is possible the device encountered unintended use error through off axis impact. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 259807440, cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: event description of complaint (please supply specific details): tip broke off (shown in picture). What action was taken/required to manage the problem during the procedure? With same like product. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the device confirmed complaint. The tip has broken off from the instrument. The broken fragment was returned for examination. A functional test was unable to be performed since it was not applicable to the complaint condition. A dimensional inspection was not performed as it is not applicable to the complaint condition. The facture is consistent with repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. Potential cause for the reported event can be attributed to unintended use error through off axis impact. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.